Event description:
Product analysis for the 304-20 lead was completed and approved on 03/18/2015. A portion of the lead was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient¿s generator and lead were explanted on (B)(6) 2015 due to suspected infection. It was also mentioned that the patient had a mediport on the same side and it is unclear what caused the infection. No replacement has taken place at this time. The explanted generator and lead were received for analysis on (B)(6) 2015. The device history records were reviewed for the lead and generator and both confirmed that the devices were sterilized prior to distribution into the field. Attempts for further information from the physician have been made but have been unsuccessful to date. Product analysis for the generator was completed and approved on 03/09/2015. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.